Event description:
The information provided by the local distributor indicates: date of initial surgery: (B)(6) 2025. Body part to which device was applied: hip. Surgery description: arthroplasty revision. Problem observed during: clinical use on patient/intraoperative. Event description: oscar handpieces intermittently not working, during hip revision surgery. The event led to a delay in the duration of the surgical procedure: one hour. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation and final comments orthofix received and analyzed one generator code os3000, two cement removal handsets code oh300/2, one bonecutter osteotome handset code ohb300/2 and three cables code ch300. They were subjected to visual and functional check as per orthofix specification. 1) bonecutter osteotome handset code ohb300/2: the visual check did not show any anomalies. The functional check evidenced that bonecutter osteotome handset is not functioning properly. The handset is awash due to sealing loss from the rear odu socket. This is most likely attributable to water that entered inside the handset during cleaning and sterilization cycles as a result of wear and tear. 2) cement removal handset code oh300/2: the visual check did not show any anomalies. The functional check evidenced that cement removal handset is not functioning properly. The handset is awash due to sealing loss from the rear body seal. This is most likely attributable to water that entered inside the handset during cleaning and sterilization cycles as a result of wear and tear. The generator, one cement removal handset and the three cables did not show any visual and functional anomalies. They perform properly. Orthofix continues monitoring the devices on the market.